Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2009, the patient received a total of four xience stents. A 2.5 x 15 mm xience was placed in the mid circumflex. A plaque shift occurred and a 2.5 x 18 mm xience was placed to treat the plaque shift. No further patient effects were reported. No additional information was provided.